Event description:
Medtronic received information that this cannula exhibited a crack near the beginning of the wire reinforcement. This observation was made after cannulation but before going on bypass. The cannula was removed and replaced without incident. There have been no adverse pt effects reported.

Manufacturer narrative:
Device history review found the product met specs when released for distribution. Analysis: to date, medtronic is awaiting return of the product. Without product return, review is limited and no definitive results can be provided. Product return from the facility is anticipated. However, we have observed similiar reports of a crack in the wire reinforcement area of the cannula. Investigation of those reports has revealed the root cause of the leak in the cannula to be variable wall thickness on the cannula. When this occurs, flexing or bending of the cannula may cause a separation of the material between the spring winds in an area of minimal wall thickness, and a leak occurs. Analysis has shown that when separation of the wall between the spring winds has occurred, the wall thickness in the area of the separation is thinner than the wall opposite the separation area. For this particular issue, a formal corrective and preventative action plan has been developed and is currently in the process of implementation. Conclusion: should the product be received, and if the root cause is determined to be different than described above, a follow up report will be submitted to FDA. No adverse pt effects associated with the clinical observation.